Manufacturer narrative:
Testing was performed by alere scarborough on retained kit lots 094743 and 095651. The retention lot testing yielded expected results when testing internal whole blood qc samples. The manufacturing batch records for lots 094743 and 095651 were reviewed and did not reveal any failures of acceptance criteria. Both lots met the required release specifications. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. Per the kit's package insert under the section limitations of the test: "specimens from individuals infected with (B)(6) and/or (B)(6) who are receiving antiretroviral (art) therapy may produce (B)(6) test results." "A (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6)." A review of the complaints reported for (B)(6) results related to lot numbers 094743 and 095651 showed that the complaint rate is (B)(4)% and (B)(4)%, respectively. The evidence available suggests that both device lots are performing within labeled claims.

Event description:
A customer reported (B)(6) results with the alere determine hiv 1/2 ag/ab combo (whole blood). The patient was an (B)(6) year old male. Two tests were performed, one on (B)(6) 2018 and another on (B)(6) 2018, from the same sample with two different lots (094743 and 095651) with (B)(6) results. A new sample was obtained on (B)(6) 2018 and was tested (lot 095651) producing a faint ab line. A real time pcr rna viral load test was performed for confirmation and was (B)(6) for (B)(6) generating >10 x 10e6 copies/ml (> 7 log cps/ml).